Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed; however, it is unrelated to the customer complaint. A review of the downloaded data log did not find any errors. The reported event of an overheating receiver was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the receiver was overheating. No additional event or patient information is available. The device has been received for investigation. A follow-up will be submitted upon completion of device investigation.